Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process for cosmetic issues. The device was returned and evaluated by the manufacturer and was found to have low flow issues.

Manufacturer narrative:
The manufacturer previously reported that they received information alleging that a device did not meet the acceptance criteria of the evaluation process for cosmetic issues. The device was returned and evaluated by the manufacturer and was found to have low flow issues. Section e did not include the reporting country. This file will include the country of reporter.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a device did not meet the acceptance criteria of the evaluation process for cosmetic issues. The device was returned and evaluated by the manufacturer and was found to have low flow issues. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.